Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during preparation of the commander balloon, a small hole was noticed and the device would not de-airing. When tearing away the transition piece, it appeared that it was stuck to the balloon and that the perforation was not all the way to the end.

Manufacturer narrative:
The commander delivery system was returned to edwards for evaluation. The returned delivery system was visually inspected for abnormalities. Visual inspection revealed a small hole on the inflation balloon, approximately 2 inches from the distal tip. A small ridge/bump was observed proximal to I/c (inflation balloon to crimp balloon) bond. No other visual abnormalities were observed. Double wall thickness measurements were taken distal and proximal to the observed cut. All measurements met specification. Functional analysis was performed. An attempt was made to prep the delivery system. De-airing was unsuccessful as leakage was observed from inflation balloon pin hole observed during visual inspection. The device, however, was unable to be de-aired. No relevant functional testing related to the balloon cover could be performed as the balloon cover was not returned. During manufacturing, the delivery system undergoes multiple 100% inspections. These inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a defect in manufacturing contributed to the reported complaints for the ¿balloon - leakage¿ and the ¿balloon cover ¿ unable to remove.¿ the complaint for the ¿balloon leakage¿ was confirmed based upon the visual inspection of the returned device (a hole on the inflation balloon) and observed leakage during engineering evaluation. Based on the dimensional analysis performed, no manufacturing non-conformities were noted as the inflation balloon wall thickness met specification. Balloon cover was not returned. As a result, dimensional analysis of the complaint balloon cover and functional testing related to balloon cover removal process were unable to be performed. As a result, the complaint for the ¿balloon cover ¿ unable to remove¿ was unable to be confirmed on the returned delivery system. Review of available information (complaint history, lot history, and DHR review) was unable to identify any manufacturing non-conformances. A review of manufacturing mitigations supported that the inflation balloon and the associated delivery system have proper inspections in place to detect issues related to balloon leakage and balloon cover ¿ unable to remove. It is unlikely that the delivery system left the manufacturing site with a puncture on the balloon, as all devices are 100% leak tested. According to the cer, ¿the perforation was not all the way to the end¿ during peeling off proximal balloon cover. As a result, the balloon cover was stuck to the balloon as indicated in the cer. Complaint history review indicates another similar complaint where the removal of the proximal balloon cover might have caused the damage in the balloon and the delivery system inability to de-air. Possible steps during the procedure that would cause damage on the inflation balloon are: during the removal of the proximal balloon cover and handling the stylet or handling other tools in close proximity. There is no information in the description of the complaint that indicates that any other procedural factors contributed to the event. While a definitive root cause was unable to be determined, available information indicates that procedural factors (removing proximal balloon cover) may have contributed to the reported events. No manufacturing or labeling/IFU inadequacies were identified. Available information suggests that procedural factors may have contributed to the event. Review of complaint history revealed that the occurrence rate did not exceed the june 2016 control limits for this trend category. Therefore, no corrective or preventative action is required at this time.